Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a right hemi colectomy procedure, the scrub nurse was setting up the powered stapler set. She connected the reload with the adapter and tried to close and open the jaw of the reload as a self-testing. However, it did not work at all. The reload did not open and closed, though she pushed the each of buttons. At the same time, blinking green light did not showed on the reload- status indicator under the handle. And then, she disconnected the reload with the adapter and inserted the new reload with it and tried to test the operation of the reloads. However, the result was same to previous one. After that, she prepared another stapler which had been used in other or. There was no damage to a patient. Pter indicator: (5) reload indicator: could you please provide the UDI# (see attached, red box) for the handle used in the procedure? What is the lot number of the egia60amt? Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What is the last known patient status? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities in the handle. The reported conditions were not able to be replicated. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported conditions were not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative.